Event description:
The customer reported that the system displayed poor image quality. No pt injury was reported.

Manufacturer narrative:
The customer could not duplicate the reported problem, and cancelled the service call.